Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlie. The four screws and a plate were returned for evaluation. Observation showed that the screws had sheared at the underside of the screw head. The plate does not show any significant damage, only some minor defects on the underside of the plate where the screw head sheared and came in contact with the pate. Additional information provided that the patient was non-compliant post-operatively. An exact cause to the reported issue could not be determined.

Event description:
It was reported that a revision surgery was done for (4) anthem distal tibia screws which broke post-operatively.